Manufacturer narrative:
Product analysis: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Device battery status still ok with an estimated remaining longevity of 5 years, with a minimum of 3.5 years and a maximum of 6.5 years. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. The ipg remains in use. No patient complications have been reported as a result of this event.